Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was defective. This was discovered during use. The following information was provided by the initial reporter: at 14:00, on (B)(6) 2020,during the end of infusion treatment, the heparin cap was found to be balloon inflated when indwelling the needle to seal the tube. Extubation and re-catheterization were subsequently performed without affecting the patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was defective. This was discovered during use. The following information was provided by the initial reporter: at 14:00, on (B)(6) 2020,during the end of infusion treatment, the heparin cap was found to be balloon inflated when indwelling the needle to seal the tube. Extubation and re-catheterization were subsequently performed without affecting the patient.